Event description:
It was reported that during an unk procedure, the tissue pad of the device had fallen off. It did not fall into the patient. Changed another one to complete the procedure. The patient had the (B)(6), the device was discarded. There were no adverse consequences for the patient. No device will be returning.

Manufacturer narrative:
(B)(4): information not available, device not returned for analysis.